Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental will be filed. This supplemental MDR captures the information provided in a gfe (dated 11dec2023). Sections b5 (event description), b1/b2 (event type/outcomes), and h6 (evaluation codes) have been updated.

Event description:
The nrg transseptal needle was selected for use in a watchman flx procedure. It was further clarified via good faith effort that there was no difficulty doing the transeptal puncture with nrg bayliss rf needle system. It was difficult to get the ice catheter into the left atrium. However, once inside the left atrium, it was noted that the left atrial appendage (laa) had a membrane across the ostium of the appendage which did not allow a pig tail cath to enter. Therefore, the procedure was cancelled due to the inability of getting access into the laa. It was further confirmed that no watchman device was opened or attempted. The procedure could not be completed, and the patient was discharged the following day. No patient complications have been reported. The status of the product return is unknown at this time.

Event description:
It has been reported that an nrg transseptal needle was selected for use for a watchman flx procedure. During the procedure, the physician mentioned that the needle was unable to cross the septum successfully. The procedure was unable to be completed and the patient was discharged the following day. No patient complications reported. Product return status is currently unknown.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental will be filed.